Event description:
It was reported that the child fell out of his bed while sleeping. After putting on the processor in the morning, he was no longer able to understand what his mother said. Testing showed 9 electrodes with status "hi".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.